Event description:
The customer reported that the 2600 system would not boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The circuit breaker was replaced. The system was tested and operates as intended.